Event description:
The customer stated they have observed higher initial reactive rates and repeat reactive rates for prism htlv than those in the package insert. The package insert lists the initial reactive htlv rate to be 0.01 to 0.11% and the repeat reactive htlv rate to be 0.00 to 0.09%. The customer observed an initial reactive htlv rate of 0.20% and a repeat reactive htlv rate of 0.16%. The customer sends all htlv repeat reactive samples out for confirmation testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4), evaluation, method: field data related to the quality issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 74612m100 were reviewed in this investigation. A review of field data was performed. Initial and repeat reactive rates of lot 74612m100 were compared to the upper 95% confidence limits in the prism htlv-I/htlv-ii package insert (commodity 34-4547/r2) for the combined serum/plasma population, as well as for the serum population. No statistical difference was found. A product deficiency has been identified in that prism htlv-I/htlv-ii reagent kit list 06e50-68 lots 74612m100 is exhibiting initial and/or repeat reactive rates greater than the package insert upper 95% confidence limits. An investigation has been initiated to determine cause and improve reactive rates.

Manufacturer narrative:
(B)(4) - evaluation: reactivity originating from the htlv-I viral lysate. An investigation was initiated to determine if there were actions that could be taken to improve reactive rates with the prism htlv-I/htlv-ii assay. 30 of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since 7/30/08. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.

Manufacturer narrative:
(B)(4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.